Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
An ams urolume was implanted on (B)(6) 1998. On (B)(6) 2011, a cystoscopy was performed and a bladder stone was discovered in the pt. The bladder stone was approx 200 degrees around the bladder neck. It was stated that the physician used a holmium laser to break up the stone in the bladder neck. During the process, a urolume was revealed beneath the stone that extended approx 2 to 5mm into the bladder. The physician used the laser to remove part of the urolume to make the end of the urolume flush with the urethral/ bladder mucosa. The remnants of the stone and urolume were then removed from the bladder.